Manufacturer narrative:
Device was used for treatment, not diagnosis. Requested; but not yet received. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a surgery was done on (B)(6) 2014 for a locking distractor to form a bone call. The distraction begin seven days after the insertion on (B)(6) 2014 without any issues. Overnight, the patient's tongue unscrewed the device and it fall down in the mouth and was reassured with a wire. Since the recession, the patient has returned to the hospital three times in order to fix the distractor blocking screw. This report is 1 of 2 for complaint (B)(4).